Event description:
It was reported that the patient presented to the emergency department with report dizziness. Review of a stored atrial tachy response (atr) episode noted noise on this right atrial (ra) lead. Additionally, loss of capture (loc) was observed on the ra and right ventricular (rv) leads. It was reported that the leads were implanted using one stick with two sheaths. The leads were noted to be touching each other in the pocket area. Surgical intervention was undertaken. The rv lead was surgically abandoned and replaced. This ra lead remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient presented to the emergency department with report dizziness. Review of a stored atrial tachy response (atr) episode noted noise on this right atrial (ra) lead. Additionally, loss of capture (loc) was observed on the ra and right ventricular (rv) leads. It was reported that the leads were implanted using one stick with two sheaths. The leads were noted to be touching each other in the pocket area. Surgical intervention was undertaken. The rv lead was surgically abandoned and replaced. This ra lead remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a lead fracture was suspected, however, an x-ray was obtained prior to the procedure to replace the rv lead, and did not positively identify a fracture. Additionally, review of the lead under fluoroscopy during the rv lead revision procedure, was unable to confirm a fracture. This ra lead configuration was reprogrammed to unipolar.